Manufacturer narrative:
(B)(6). Investigation results need to be approved again. A supplemental MDR will be submitted once available.

Event description:
It was reported that during surgery, the bioraptor anchor came out after the knot was put. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that anchor fractured which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6 the reported 2.3 bioraptor pk suture anchor, used in treatment, was returned for evaluation. Visual assessment of the device showed the anchor is free from the inserter. Approximately 2.4mm of the proximal end of the anchor has been broken off and was not returned. The major diameter of the anchor was found to meet print specifications. An exact root cause cannot be determined with confidence.